Event description:
Failure of the intrathecal drug delivery device (iddd) due to catheter breakage [device breakage]. Case description: this u.s. Clinical trial report describes the occurrence of device failure in a (B)(6) male subject administered idursulfase-it as a participant in the following clinical trial protocol: an open-label extension of study ght-hit-045 evaluating long-term safety and clinical outcomes of intrathecal idursulfase-it administered in conjunction with intravenous elaprase in pediatric patients with hunter syndrome and cognitive impairment. The subject had no significant medical history. The subject had known drug allergies to rocephin (ceftriaxone sodium) and versed (midazolam hydrochloride). The subject was taking elaprase (idursulfase) concomitantly. The subject was implanted with an intrathecal drug delivery device (iddd) on (B)(6) 2011. On an unknown date, the subject commenced treatment with idursulfase-it, 10 mg infusion unspecified frequency. Beginning (B)(6) 2011, fullness was noted over the lumbar area which has varied in since. On (B)(6) 2011, fullness around the port site of the iddd was reported. On (B)(6) 2011, an x-ray showed no evidence of catheter migration or breakage. On (B)(6) 2011, the iddd was difficult to access; however, csf was obtained and dosing was successful. On (B)(6) 2011, following removal of the needle from the iddd, a small amount of clear fluid leaked out and a pressure dressing was applied. A sample of this fluid was sent for analysis and was confirmed as csf. The csf total nucleated cell count (wbc) prior to dosing was 158/mm3. Additionally, the area around the port site of the iddd appeared swollen following the injection. The swelling was diagnosed as a persistence lumbar pseudomeningocele. In (B)(6) 2012, described as one month later prior to the twentieth dose, the port site of the iddd did not appear to be swollen. On (B)(6) 2012, the iddd was accessed; however, csf was unable to be obtained and the study drug was not administered. On (B)(6) 2012, the iddd was removed due to presumed device failure and persistent lumbar pseudomeningocele. Upon examination of the iddd after removal, fibrosis was found around the pin/tubing connector extending from the port and the catheter was found to be frayed/broken in two places within 2 cm of the port connector. Csf was obtained from the cut end of the catheter prior to its removal from the spinal canal which had a total nucleated cell count of 3/mm3. Increased fluid was additionally noted in the open hours after removal. Therapy with idursulfase-it was temporarily discontinued. The investigator reported that the event was mild in intensity and related the event to the iddd. The investigator did assess causality between the event and the investigation product. Additional information has been requested.

Manufacturer narrative:
One used portal was returned with a half inch segment of catheter attached. Also returned was 2 segments of unattached catheter; measuring one and three fourths and a 16 inches length. The attached segment of catheter and one end the one three fourth length of catheter were matched-up; these were found to have a melted appearance and were angular. Additionally, the one three fourths length had several "melt marks" about its length. The opposite end of the one three fourth inch length was found to match up to one end of the 16 inch length. Both of these ends are smooth and visually consistent with having been cut by a sharp instrument. Examination of the portal found it to be patent and when the strain relief was removed, the outlet tube was found to have broken away from itself from within the outlet tube supporter chamber. The examination of the break surface showed that the welded joints of the outlet tube were still intact; the surface of the break at the outlet tube supporter area was found to be consistent with stress fatigue fracture. This issue was determined to likely have been caused by excessive flexing of the outlet tube during use leading to fracture of the outlet tube.